Event description:
It was reported to philips that the device was experiencing repeated charge/shock failures during the defib test portion of operational testing. There was no reported patient involvement.